Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the device tip was found melted while in use. A new device was used to continue. There was no patient harm. Nothing fell into the patient cavity. Medtronic's initial evaluation of the incident device found it failed hipot testing around the melted section of insulation. Part of the insulation was missing and was not returned.

Manufacturer narrative:
One used e2781rs was received, and an evaluation of the sample confirmed an issue with the insulation. Visual inspection found the device was melted around the aspiration holes, and a piece was missing. The melting occurred as a result of arcing, which can be due to simultaneously activating the suction function and electrical current. It can also occur if the electrode is activated while retracted in the sheath. The investigation identified the root cause of the reported event to be user error. The instructions for use included with this device cautions users not to simultaneously activate the suction/irrigation and electrosurgical current. If information is provided in the future, a supplemental report will be issued.